Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the heartstart mrx was failing ECG testing during op check. There is no indication of negative patient impact.